Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump grinds while rewinding and insulin leaks out. The customer¿s blood glucose level was unknown. The customer also stated that they received no delivery alarm and insulin was not delivered. The insulin pump will not be returned for analysis.